Event description:
It was reported by service report that the siderail was not functioning; the bed would lock up when the left siderail controls were used. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - siderail cable.